Event description:
Drug/diluent: unknown. Fill volume: 600ml. Flow rate: 8.0ml/hr. Procedure: total left knee. Cathplace: unknown. It was reported that a catheter broke off inside a patient (about 4-5 inches). The nurse met resistance and kept pulling. X-ray was taken and the catheter was removed on (B)(6) 2012.

Manufacturer narrative:
Method- sample has not yet been received, but was reported to be available. Results - without the actual product, an analysis cannot be conducted. Conclusion - if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. The directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets (B)(4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.